Event description:
Caller reported an error with their cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process, resulting in a successful sensor session start without further errors.